Manufacturer narrative:
D4 - expiration date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: incidental findings: use of expired product. The reported event of an s3 alarm was confirmed via evaluation and log file analysis. A review of the downloaded log file contained data from the reported event date of (B)(6) 2024. At 14:40:12, an f3: flow below minimum and m2: motor disconnected alarms activated, that correlated to an sf_lmc_pump_not_detected sub-fault. Once the sub-fault activated, the motor speed and flow were observed to have dropped to 0 rpm (revolutions per minute) and 0 lpm (liters per minute), respectively. Subsequently at 14:41:49, an s3: system alert activated, correlating to a can bus send error sub-fault. The alarm appeared to be active until the console was powered off at 14:57:51. The centrimag 2nd generation primary console (serial number (B)(6) was inspected at the service depot. The reported event was able to be reproduced. The console was connected to a test loop and an s3 alert was active and the flow reading, and pump speed were no longer displayed on the console screen. The console was disassembled and the communication cable from the motor control printed circuit board (pcb) was found to be only partially engaged at the display pcb connection port. The cable was reseated, and the console underwent functional checkout. The unit passed all applicable tests and was returned to the rental pool. The root cause for the reported event was determined to be due to an internal loose connection inside of the console. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two centrimag consoles alarmed while utilizing for temporary ventricular assist device (vad) support. The first console had an s3 alarm that led to shut down. The console was exchanged to the backup console which had a b1 alarm. The center was currently using the backup console with the b1 alarm. On (B)(6) 2024, it was reported that the battery was replaced, and the console still displayed a "battery mode fail." Battery maintenance was unable to be completed.